Event description:
During routine testing of the device at the service center, the service technician reported the center keypad was worn and faded. The monitor was originally returned for repair due to an f030 initialization failure when the worn and faded keypad was found. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.